Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications. No product and no picture were provided for evaluation. Without the sample, a detailed investigation could not be performed. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon has left a little piece of the (B)(6) pouch in the patient's body following a totally extraperitoneal trans-abdominal repair. It was reported that the surgeon used the transparent pouch to facilitate placement of the mesh. The grasping forceps lost the foil in the trocar. Once removed from the trocar, it was found that a 4x2 mm piece was missing. The patient was opened but the small piece could not be found. The patient has not suffered any further adverse consequences as a result of the incident.